Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged from the heart tissue. A revision procedure was performed wherein physician explanted and replaced this lead. No additional adverse patient effects were reported.